Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the fill port cap was detached from the device and loose inside the package. The reported condition was verified. The cause of the condition was determined to be due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the fill port cap of a small volume folfusor was disconnected from the fill port. This was identified prior to patient use. There was no patient involvement. No additional information is available.